Event description:
A physician successfully deployed two xact stents into the carotid artery. Post the stenting, the filter was successfully removed without incident. When the physician removed another brand of sheath, a piece of plaque in the vessel may have been scraped as the pt became aphasic and could not squeeze a toy. The aphasia lasted three days. Reportedly, the pt is fine. This report represents the first xact stent used.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.